Event description:
It was reported that there was an unknown substance on the system 7 dual trigger rotary handpiece during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that there was an unknown substance on the system 7 dual trigger rotary handpiece during set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was confirmed but not duplicated. During the inspection there was no active leaking or evidence of leaking or any substance on the handpiece. However, the sme, rob alexander, post-market performance engineering tech, visually confirmed signs of corrosion, indicating that there may have been fluid intrusion of the handpiece. The procare rep explained that the account may have subjected the devices to improper cleaning and or sterilization practices. Both leaking and corrosion are likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.